Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre operative diagnosis for this procedure: degenerative disc disease (ddd) procedure or technique used: posterior lumbar interbody fusion (plif) levels implanted: l5/s1 it was reported that intra-op, the driver seems to have stripped and appeared to be worn down. The product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual review did not identify any deformation, crack or fracture. The torque limiting mechanism was releasing before the maximum allowable limit was reached. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.